Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer reports they have a pt who has a hole that developed in his mahurkar maxid tubing, under the clamp. Catheter had been in place for 14 weeks. Catheter had to be removed and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.